Event description:
It was reported that in 2008, at 7 am, the cic allegedly shifted the patients from one cic to another cic in the same care unit. The time on all mc devices was not updating, and fluctuated between 7:01 am to 8:06 am. No pt injury was reported. The reported event is related to a condition where the time master (one cic) on the unity network broadcasts time changes and the other networked cics reflect these changes, resulting in multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical pt event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.